Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms a seizure, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional at the hospital who administered a glucagon injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer received an error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms a seizure, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional at the hospital who administered a glucagon injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR was inadvertently missing the extended investigation on the reported sensor. A2, d4, h2, h3, h4, h6 and h10 (addtl mfg narrative) have been updated to include extended investigation findings.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial correction MDR was inadvertently missing correction report required fields; sections g3, h2 have been updated.

Event description:
A customer received an error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms a seizure, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional at the hospital who administered a glucagon injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.